Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed: yes') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received : case was upgraded to serious incident. Previously reported event ¿injury nos¿ was replaced with event medical device removal. Reporter information were updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed: yes') in an adult female patient who had essure (batch no. 50512943,893017) inserted for female sterilisation. The patient's medical history included ovarian cyst and paratubal cyst. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (diagnostic laparoscopy, left salpingectomy,bilateral removal of essure coils.). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: right = 8, left = 2. Most recent follow-up information incorporated above includes: on 28-dec-2020: mr received: reporter, lot number and rcc added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed: yes') in an adult female patient who had essure (batch no. 50512943,893017) inserted for female sterilisation. The patient's medical history included ovarian cyst and paratubal cyst. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (diagnostic laparoscopy, left salpingectomy,bilateral removal of essure coils.). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: complete coils protruding into uterine cavity: right =8 left = 2. Lot number: 50512943 manufacturing date: 2010-06 expiration date: 2013-06 . Lot number: 893017 manufacturing date: 2011-08 expiration date: 2014-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jan-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.